Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil system (hcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that while repositioning, the coil suddenly broke. The physician used medtronic alligator to remove the coil. Aneurysm: in mca - size: 4mm x 6mm. No patient injury was reported with this event.

Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The most likely root cause of this complaint is due to the device being exposed to a force that exceeded the maximum tensile specification. Reference mvi: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.